Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed the evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations note: wires broken inside catheter. Catheter material severely stretched. Received catheter in a drainage tube with sutures attached. No testing was possible. Based on the above evaluation, it appears the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
E-mail received from the sales rep. Informed that: "the micro sensor was implanted in the or and zeroed per ICU instructions. Icp was reading accurately and correlating with the bedside monitor for the first 24 hours and then without warning the micro sensor stopped reading all together". On (B)(4) 2013, the sales rep. Called and informed that the microsensor was removed, and they discontinued monitoring the patient. Patient is okay. Please evaluation results to the sales rep. Please send a warranty replacement to the sales rep.